Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticm5_13.2, -9.50/4.0/91. (Sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) as a replacement lens after the initial lens was found damage before loading. It was reported that post icl implantation the patient experienced glare, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information the glare resolved. Lens remains implanted. Claim # (B)(4).